Event description:
Consumer reported that she wore product on back for 8 hours. Upon removal of product, left large red marks. (B) (4).

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of approximately 0.7 months. It was learned that the reason for explant was due to mitral regurgitation. Per the operative report of 2009: "this is a patient who recently underwent mitral valve repair and had some problems postop with exam; however, this ultimately resolved, but he has now developed recurrent 3+ mitral regurgitation."

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the healthcare provider (via fax), additional information and the operative report was received. A device history record review is in process. Device not returned.